Event description:
It was reported that an asymptomatic patient presented to the clinic during routine follow up when ICD showed post paced t wave oversensing on the ventricular lead. The ICD was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that t wave oversensing is still present. Further programming changes were made. Device remains implanted.

Event description:
New information received notes that post-paced t-wave oversensing continues to be seen. Further programming changes were made. Device remains implanted.